Manufacturer narrative:
A partial lead was returned for analysis in 20.4 cm and 12.0 cm segments. A fracture of the outer coil was noted at 20.4 cm from the pin. This fracture is consistent with the observation from the field of fracture, no sensing, no capture, and high pacing impedance.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an implantable cardioverter defibrillator explant due to elective replacement indication. During the procedure, it was noted that the atrial lead was fractured and exhibited high pacing impedance, loss of sensing, and loss of capture. The atrial lead was explanted and replaced. The patient was in stable condition before, during, and after the procedure.